Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of no image was confirmed. Based on the results of the investigation, it is likely that the no image occurred due to print board failure. In addition, it was thought that effect to circuit board by stress such as heat or humidity led to failure. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during on-site inspection for diagnostic procedure, the video system center exhibited no image when videoscopes were connected to the processor. The customer was advised to send the device for further inspection and repair. There were no reports of patient harm or impact associated with this event.